Manufacturer narrative:
Hamilton medical ag case number is:(B)(4).

Event description:
The following was reported to hamilton medical ag: inspected ventilator shown self test failed. Technical event 233003, 233002, 231022. Patient was put on another ventilator. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). UDI related data quality updates only: field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: inspected ventilator shown self test failed. Technical event (B)(4). Patient was put on another ventilator. No patient harm or consequences.